Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead dislodged during implant, requiring a second attempt to fixate. It was also noted that the helix was not rotating properly. The lead was ultimately implanted in the target area and remains in use. No patient complications have been reported as a result of this event.